Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 8, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue and cut in half with one haptic detached. The lens was cleaned and inspected and no further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received from the customer clarified that the correct date incident date is ¿since initial surgery in that eye¿ and not (B)(6) 2025, which they had initially stated. Additionally, the customer said the iol was explanted due to ¿suboptimal vision and didn't want to wear glasses or contacts¿. This current report captures the additional information received. Section a4, patient weight: the doctor said, ¿I will not ask her her weight¿. Section a5, ethnicity: not hispanic/latino section a6, race: white section b3, date of event: the doctor said, ¿since initial surgery in that eye¿. Section h6- health effect - impact code: 2271 is being used to capture the sub-optimal results. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a4, weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) toric monofocal intraocular lens (iol) was implanted into the patient¿s right eye. The iol was subsequently explanted due to the inability to correct astigmatism/refractive error correctly shortly after her initial surgery. The symptoms were reported to be debilitating to the patient. The iol was replaced with a johnson and johnson iol non-toric monofocal lens, model dib00 15.0 diopter. There were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. No further information was provided.